Event description:
The report stated that the pt was intubated with a taperguard-eval endotracheal tube for long-term intubation. A leakage sound was heard and the tube was removed and the pt was re-intubated.

Manufacturer narrative:
The lot number is unk, therefore, the date of manufacture cannot be determined. No analysis or conclusions can be made without the device. Info has been added to the database for trending purposes.